Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the enduser sheared off 3 of the 4 bolts for the front center seat frame crossmember.